Event description:
Upon removing the neuron catheter from the packaging, a kink in the distal tip was noticed. Product was placed back into the packaging and a new neuron was removed from inventory. Three other neurons were discovered to have a kink in the same location. There was no visual damage to the other packaging (box). One catheter in the non opened packaging is being returned for inspection. The other catheters were removed from packaging but from handling caused many kinks in the shaft. Please focus on the distal ends only. This MDR is associated with mdr3005168196-2010-00313, mdr3005168196-2010-00629, mdr3005168196-2010-00630.

Manufacturer narrative:
Technical eval: the unit was returned in its sterile pouch, unopened. There are 2 points of damage, one at 1.5cm and the second at 3.0cm from the distal tip. Careful examination of the package shows a crease in the cardboard catheter carrier. Conclusion: the package appears to have been mishandled at some point prior to use. The physician reported to penumbra engineering that while the units were being unboxed but still in their sterile pouches, they were dropped on their distal tips and the packaging bent. Attempts to duplicate these conditions at penumbra have not been successful. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. (B)(4).